Event description:
Surgeon was doing an im rodding of right femur fracture. While drilling the drill bit tip broke off in femur. Tip of drill bit was left in bone.====================== manufacturer response for drill bit, drill, ao , sterile (per site reporter).====================== sales rep contacted - reporter not aware of response.